Event description:
Physician attempted to treat patient at the posterior tibial artery using a rapidcross balloon. Lesion had severe tortuosity, severe calcification and 100% stenosis. No issues noted prior to use. It is reported that the device was unable to cross the target lesion due to severe calcification. However, the physician attempted to inflate the balloon anyway. It is reported that the balloon then ruptured. No adverse events reported by the customer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.